Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was not confirmed. A probable cause was that the e315 error occurred temporarily due to communication failure caused by cable failure. The estimated cause of the cable failure was water ingress from the broken connector or deteriorated stress boot of the cable, causing the cable to fail. It has been over 21 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not bump or drop the device. Water leakage may damage the electrical circuits inside the device.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head a e315 scope communication error. The issue was found during a therapeutic transurethral resection of the prostate procedure. The procedure was completed using a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection and testing could not reproduce the reported e315 error. The device evaluation found video connector contact corrosion, video connector broken, video connector flooded, charged coupled device flooded, oredome section flooded, oredome degradation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.